Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated a lead warning alert. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was undefined. 365 ventricular sic occurred since (B)(6) 2013. Four non-sustained episodes of <(><<)> 220 ms cycle length were recorded on (B)(6) 2013. All svc impedances are undefined throughout the record. Svc lead impedance alert occurred on (B)(6) 2013.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting an increasing number of short interval counts (sic) and oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.